Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that communication was loss between the mobile programmer application and base, during use. The programmer remains in use. No patient complications have been reported as a result of this event.